Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified scratching and discoloration over the surface of the gauge. The last notch of the gauge has fractured and was not returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported after drilling for acetabular screws, it was discovered that the tip of the acetabular screw depth gauge was broken. No additional information.